Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert triggered for the right ventricular lead. The rv lead has started incrementing sic (sensing integrity counter) and recording high rate nsvt (non-sustained ventricular tachycardia) episodes that are not non-physiologic. No noise was able to be recreated with in-office isometric maneuvers or pocket manipulation. A lead fracture was suspected. The physician opted to turn the lead off and schedule the patient for a lead replacement procedure. At the rv lead revision procedure the rv lead was capped and replaced. No patient complications have been reported as a result of this event.